Event description:
Per customer contact: it was reported that during a burn wound excision and autograft to bilateral legs, the end of the endo-flo irrigator blew off. The psi at the time of use was set at 97-98. There was no patient or user injury. An additional endo-flo device was used during the case with similar results.

Manufacturer narrative:
Visual examination of the returned device found all components to be intact. Fluid was found in the exhaust tube and mufflers and the unit would not activate due to a ruptured membrane. A ruptured membrane is indicative of over-pressurization of the device for a prolonged period of time. Investigation found that the user was using the product for an off label indication. As indicated, the endo-flo irrigator is designed to provide controlled powered irrigation during laparoscopic procedure. The user exceeded the maximum pressure prescribed in the IFU. The event as reported was not device related. See MDR 1213643-2014-00335 for information related to the second endo-flo used.